Manufacturer narrative:
Outer and inner insulation damage was noted at 27.2-28.9 cm from the connector pin consistent with clavicle crush damage. The the outer and inner coil conductor insulation were abraded. This is consistent with the observation from the field of noise and low impedance.

Manufacturer narrative:
Device not returned. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the pacemaker and right ventricular lead were explanted and replaced on (B)(6) 2020. The patient was in stable condition post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17767. It was reported that when the patient presented remotely via merlin.net transmission and in clinic later for a follow up, low, out of range, low voltage lead impedance and noise were observed on the right ventricular (rv) lead. It was suspected that lead failure caused low impedance and noise, and device data issue may cause the low impedance value. The patient was stable and being monitored.